Manufacturer narrative:
Isi reviewed the photographic images that was provided by lisa laser USA. Isi confirmed that the instrument was a 5fr introducer, a isi device. Inspection of the photo revealed that the 5fr introducer had material removal of the black coating that covers the device's main tube. It was determined that the damage to the main tube of the instrument was likely due to a bent cannula. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The instruments and accessories user manual warnings specifically states: - do not use a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient. -cannula defects can be caused by dropping the cannula or handling it roughly. Based on the information provided, this complaint is being reported due to the following conclusion: the photographic image indicated that there was missing material from the 5fr introducer. At this time, it cannot be confirmed if any of the missing material had fallen or has been retained in the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
An event on (B)(6) 2015 regarding a schertel grasper and cannula has been reported under MFR report 2955842-2015-00856 and MFR report 2955842-2015-00857, respectively. At the time of the reports, it was reported that a 3rd party laser device was involved with the event, which had also sustained damage during removal from the same cannula but there were no broken pieces observed falling into the patient from the 3rd party laser device. On 07/30/2015, intuitive surgical, inc. (Isi) received information from lisa laser USA related to the event that occurred on (B)(6) 2015. A patient incident form and photos of damaged instruments were provided by lisa laser USA. According to the patient incident form, the surgeon had difficulty removing a schertel grasper instrument during a da vinci procedure and the or staff noticed shavings. The instrument was removed and was sent to the sterile processing department, along with other dirty instruments. During the cleaning process, it was noted that the outer insulation of the 5fr introducer was nicked and had exposed metal. The or staff used suction/irrigation for the shavings but was unsure if all were removed. It was noted that it was unknown if the device caused or contributed to a serious injury. Please refer to MFR report 2955842-2015-00856 concerning the 5mm schertel grasper instrument and MFR report 2955842-2015-00857 concerning the cannula.